Event description:
On (B)(6) 2025, the following information was provided by the patient¿s family member: the patient went to the emergency room on (B)(6) 2025 after allegedly tripping over the v.a.c.® dressing tubing while plugging in the unit, resulting in a transverse fracture of the l4 and l5 vertebrae. She was discharged home and told the fracture would heal on its own. No additional information was provided. The v.a.c.® dressing type and lot number were not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fall resulting in multiple fractures is related to the v.a.c.® dressing tubing. Multiple unsuccessful attempts for additional clinical and device information were made. A device evaluation and device history record review could not be performed. Device labeling, available in print and online, states: carrying case: use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips: follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of doorknobs and other household objects that could catch exposed tubing. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.